Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated the therapy had been great for their symptoms, that they and their husband had increased the stimulation once in the past, but in the last 3-4 weeks, something had changed and it wasn't great. Patient services asked the patient if they'd had any falls or traumas that would have led to the issue and the patient stated they had a colonoscopy either right before or right after this issue began. The patient stated the procedure had been several weeks ago;, they hadn't even done a biopsy or used electrocautery at the procedure, and they initially thought their symptoms were because of the colonoscopy, that the symptoms were "almost like when you're cleaning yourself for a colonoscopy" but now they were worried if their symptoms were due to the device. Patient stated the results of the colonoscopy were that everything looked the same as when they had their last colonoscopy procedure 5-6 or 7 years ago so there was no change down there so it was just their normal. They stated they weren't sure they were getting 50% or greater reduction in their symptoms now. The patient stated they knew they were changing their medication now and that usually when they took imodium, they would get all "blocked up" and then eventually "pass a hard one" but last week they took an imodium every other day because "stuff is just popping out". The patient stated they would be leaking for no reason (like if they just moved) and sometimes they didn't even know it/didn't have control. Patient services reviewed the role of patient services and the role of the representative (rep) with the patient as well as device description/function, therapy expectations and programming and stimulation considerations with the patient. Patient services offered to assist the patient in making a program change as the patient had never made a program change in the past but also provided the patient with the national answering services (nas) number in the event the hcp had wanted the patient to meet with a rep to check the implanted system. Patient stated they were going to first follow up with their health care provider to provide them with the nas number and to get more clarification on what the hcp wanted them to do. They also had a rep who they'd worked with at implant so they may call that rep. Patient stated they may also call back for assistance in switching to a new program. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.